Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported was surgical intervention was undertaken on (B)(6)wherein the ipg was explanted and replaced with a new model due to the patient controller displayed a low battery error message.